Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretched stent was not confirmed as the stent was already deployed and remains in the patient. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a cause for the reported stretched stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the iliac artery. An absolute pro 9x30x80 was implanted but was noticed that the stent was not 30 mm in length but 38.41 mm. No further treatment or intervention was performed. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.